Event description:
During a neo-urinary bladder procedure, when a battery and reload had been inserted into an i60 stapler, the device was unresponsive. The use of the device was subsequently abandoned and the procedure was completed by means of another device. There were no adverse consequences to the patient's health.

Manufacturer narrative:
Patient's age and weight are not known. (B) (4). The returned i60 was visually and functionally evaluated; the device met all specifications, and was able to recognize and successfully fire an ir60b reload. The alleged malfunction could not be duplicated. (B) (4)